Event description:
It was reported that the patient with this actively implanted pacemaker experienced shortness of breath and syncope resulting in hospitalization. This device remains in service. No additional adverse patient effects were reported.